Event description:
It was reported that the patient experienced palpitation and discomfort in the chest. A device checkup revealed that the right ventricular (rv) lead exhibited pacing failure with high and unstable pacing threshold. The rv lead was reprogrammed and remains in use. It was noted that the patient was still hospitalized but in stable condition. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.